Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured a low out-of-range shock impedance through an implantable cardioverter defibrillator (ICD) during an elective replacement procedure. Additional testing was performed, suggesting that lead damage had resulted in a short to the ICD. The physician elected to surgically cap and abandon the lead. The effected ICD was returned for laboratory analysis.